Event description:
During preventative maintenance of the device, the user reported that the shoulder screws were replaced to bring the device within specifications. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.